Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-2323kbcsp knotless biocomposite self-punching swivelock eyelet dislodged when it was malleted in for insertion. Prior to the insertion of the swivelock, the surgeon prepared the bone socket with an instrument from another manufacturer. The surgeon opted to insert the anchor without a punch as the patient had very strong bones. Upon malleting the anchor, the eyelet dislodged. The surgeon reloaded the eyelet, held the sutures tight to the inserter with a hemostat, and attempted to insert the anchor again, but it was unsuccessful. The surgeon opened a second ar-2323kbcsp knotless biocomposite self-punching swivelock. The eyelet on the second anchor also popped off. The broken fragments from both swivelocks were successfully removed from the patient. An implant from another manufacturer was attempted to be used, but it was also unsuccessful. The surgeon then determined that the bone was very hard and prepared a punch hole using a 4.5mm arthrex punch/awl. After this process, a 4.75mm knotless swivelock was bent. After adjusting the angle, the surgeon completed the repair using two 4.75mm swivelocks. This was discovered during an rcr procedure on (B)(6) 2024. Additional information received on 11/4/2024: the 4.75mm swivelock that bent was part number ar-2324kbcc. Everything from each failed device was removed from the patient, and a new ar-2324bcc biocomposite swivelock c was used to complete the procedure. The case was delayed by five minutes with additional anesthesia to cover that length of time.

Manufacturer narrative:
Visual evaluation of the customer-provided pictures noted an ar-2324kbcc with a bent shaft. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. The complaint allegation is confirmed based on the customer-provided pictures.